Event description:
It was reported that when the surgeon went to insert the pin with the pin driver, it coldwelded into the distal femoral jig. This happen it was process of making his distal femoral resection.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-01461.